Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer was in emergency room. The customer's blood glucose level was 70 mg/dl. The customer declined troubleshooting for low blood glucose. It was unknown whether auto mode feature was active or not. The insulin pump will not be returned for analysis.